Event description:
The lay user/pt called lifescan (lfs) in 2005 alleged that her meter was reading inaccurately erratic. She reported a result taken two weeks ago that was 40 mg/dl. She then retested within 10 minutes and obtained a result of 150 mg/dl. The patient reported no symptoms at the time of testing. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt attempted to perform a control solution test but she obtained an error 5 and an apply sample message when attempting to perform the control test. The techniques for applying the sample to the test strip and for cleaning the puncture site were correct.